Event description:
The event is reported as: the connection to the flow meter is unstable and air is leaking. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer for evaluation, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.